Event description:
It was reported that the customer was hospitalized with an unknown blood glucose (bg) level. Customer declined to troubleshoot the issue with tandem technical support; therefore no additional information was obtained.